Manufacturer narrative:
B5 describe event or problem updated.

Event description:
It was reported to gore that a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device) was implanted in the left thigh of a patient on an unknown date due to false anastomotic aneurysms on prosthetic graft anastomoses. The vsx-device has been temporarily positioned until surgical removal and to cover the false aneurysms. Approximately one year later, on (B)(6) 2023, the endoprosthesis was explanted during a repeat intervention for extended revascularisation because of a chronic prosthetic graft infection. The vsx-device was replaced by an arterial allograft. The patient was discharged home and to date, 6 months after the surgery, the oral antibiotic therapy has been discontinued.

Manufacturer narrative:
Product history review: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. H3: other code: the medical device returned to a third party for further investigation. The analysis report was shared with gore and was evaluated appropriately. An explant investigator (ei) at w.l. Gore & associates has reviewed the report. Explant scientist observations: segment 1 was reported to have measured approximately 38mm in length and contained a fragment of a viabahn® endoprosthesis within native vessel. Segment 2 was reported to have measured approximately 34mm in length and contained a fragment of a viabahn® endoprosthesis within a bare metal stent, partially covered by native vessel. Extremities a and b of segment 1 and segment 2 appeared to have been transected. Extremities b of both segments had exposed and visible devices, and appeared to be where the two segments were originally connected prior to separation and explantation. At extremity a of segment 2, the viabahn® endoprosthesis fragment appeared to be partially separated from the luminal wall of the bare metal stent, likely due to the transection. The lumens of both segments appeared patent. Material disruptions (e.g., transections) were consistent with those caused by surgical instrumentation (e.g., scalpel, scissors) during a surgical procedure. Based on the explant scientist¿s review of the gepromed report, and the reason for removal of these device segments, no additional analysis is requested. The physician stated that there were false anastomotic aneurysms on prosthetic anastomoses but no rupture in the prosthetic body, no visual deterioration of the gore viabahn® endoprosthesis. It has been temporarily positioned until surgical removal and to cover false aneurysms. The cause for the repeat intervention for the extended revascularization was chronic graft infection. In the instruction for use for the gore® viabahn® endoprosthesis with propaten bioactive surface the following is stated: hazards and adverse events device related: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: infection heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device) was implanted in the left thigh of a patient on an unknown date due to an unknown cause . Approximately one year later, on (B)(6) 2023, the endoprosthesis was explanted during a repeat intervention for extended revascularisation because of a chronic graft infection. The vsx-device was replaced by an arterial allograft. The patient was discharged home and to date, 6 months after the surgery, the oral antibiotic therapy has been discontinued.